Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the u.s.a. H3, h6: part: 09.804.600s. Synthes lot: 82247701. Supplier lot: 82247701. Release to warehouse date: june 30 2022. Supplier: confluent medical technologies. No nonconformance reports (ncrs) generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a percutaneous vertebroplasty for compression fracture on (B)(6) 2023. During the procedure, the surgeon inserted trial balloons into the left and right sides and inflated according to the surgical technique. The balloon on the right side was inflated, but the one on the left side could not be inflated. The pressure gauge did not seem to be rising, and the balloon on the left side was hardly inflated. When the balloon was removed and checked, it was discovered to be damaged. It was difficult to determine if the balloon was damaged before insertion. A new balloon was opened and used without any problems. The surgery was completed successfully within thirty minutes delay. Patient was stable. This report is for a vbs w/balloon sm. This is report 1 of 1 for (B)(4).